Manufacturer narrative:
(B)(4). Device evaluation: the pump and meter have been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted up to the verify screen. A review of the pump history indicated that rebooting had occurred multiple times. The keypad buttons were found to be unresponsive. The button key contacts were examined, and there was no contamination observed. A display lens leak was observed during leak testing. There was evidence of moisture behind the display lens. A review of the device history record indicated that the pump was operating within required specifications at the time of release. Correction: returned to manufacturer date was reported as (B)(4) 2011 on the initial report; should be (B)(4) 2011.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that he swam in the river today and then the pump gave him a replace battery alarm. The battery was replaced and the pump began going through the menu screens independently without any button presses. Patient started on back-up plan.